Event description:
The user struggles with speech recognition. His most recent speech perception testing at his 6 month follow up showed 18% azbio sentences in quiet and 32% cnc words. The user has also struggled with poor coupling. At the 6 month appointment it was less than 80% and a month prior to that it was only 40%. The user has been re-implanted. The surgeon did not explore non-surgical options for skin flap management before explantation. At explantation 2 channels were found out of the cochlea.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to retention issues, which was caused by a too thick skin flap. Further, the two most basal channels migrated post-operatively out of cochlea as confirmed during explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user struggles with speech recognition. His most recent speech perception testing at his 6 month follow up showed 18% azbio sentences in quiet and 32% cnc words. Re-implantation with a different manufacturer's device is scheduled.